Manufacturer narrative:
The lead was surgically abandoned and epicardial lv leads were successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements, loss of capture (loc) and was observed to have dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.